Event description:
Upon removing the wire from the artery (wire was in balloon), the wire was stretched & un-ravelled from inner core wire. Wire was then gently & slowly removed by the physician - wire was intact but stretched 2 feet longer at the proximal tip (wire used with taxus stent ).